Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device location of device: pelvic cavity.'), pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain /pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight fluctuation ("weight gain/loss"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, panic attack, dysmenorrhoea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, panic attack, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes . Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received:reporter's information updated. Event:abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: panic attacks. Migration ofessure device location of device: pelvic cavity. Dysmenorrhea (cramping), pain, perforation (fallopian tube(s)), weight gain / loss were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device location of device: pelvic cavity.') And pelvic pain ('pelvic pain/pain') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". Concomitant products included naproxen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight fluctuation ("weight gain/loss"), 8 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain /pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy and undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, panic attack, dysmenorrhoea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, panic attack, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet was received. Event added from pfs- she did not undergo any confirmation test. Events onset date, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device location of device: pelvic cavity.') And pelvic pain ('pelvic pain/pain') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". Concomitant products included naproxen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight fluctuation ("weight gain/loss"), 8 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain /pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy and undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, panic attack, dysmenorrhoea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, panic attack, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube)'), device dislocation ('migration of essure device location of device: pelvic cavity.') And pelvic pain ('pelvic pain/pain') in a 48-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any confirmation test". Concomitant products included naproxen. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), panic attack ("psychological or psychiatric problems condition: panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping),") and weight fluctuation ("weight gain/loss"), 8 years 7 months after insertion of essure (ess205). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain /pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy and undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, panic attack, dysmenorrhoea and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia, panic attack, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure (ess205). The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet was received. Event added from pfs- she did not undergo any confirmation test. Events onset date, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.